Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011339, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011339 was manufactured according to the form version 100.0, in the multivac m14, on 04/feb/2025, with a total of (B)(4) units. The sub-assembly: welding the lot 5a04040 was manufactured according to the form version 34.0 welding in the machine ls24-ls25, on 01/feb/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient forgot to take the needle guard off before insertion due to which the patient faced hyperglycemia event on (B)(6) 2025. Patient experienced the symptom of feeling okay during the event. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.